Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. New information also noted that the pacemaker caused the right atrial and right ventricular leads to exhibit low pacing impedance measurements. Patient condition was unknown.